Event description:
It was reported that the patient had low speed alarms and pump off alarms on (B)(6) 2025. They did endorse episodes of fatigue associated with pallor on (B)(6) 2025, but was not correlated with the alarms or documented pump stops at 7:40am; the patient was otherwise asymptomatic. Log files were submitted for review. The log file captured intermittent speed drops less than the low-speed limit and pump stops on (B)(6) 2025. It was noted that this type of behavior has been linked to potential issues with the percutaneous lead. Alarms seemed to have resolved when the patient repositioned from sleeping on their right side, where their driveline exit site is located, to their back. They stated that they checked their system controller after the alarms and the parameters were within the normal limits. It was noted that their driveline had been taped in the past but it was only cosmetic with no wires visible (MFR 2916596-2025-03859). X-ray images were taken and were noted to have been unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events while the patient was supported by the mobile power unit (mpu). These events were associated with low-speed hazards, low flow hazards, and pump off alarms. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potential issue with one of wires in the patient¿s driveline. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii lvas IFU, rev. B, and the heartmate ii patient handbook, rev. C are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) and the driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.